Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate ii lvas (hm ii lvas) could not be conclusively determined through this evaluation. Additionally, a low flow alarm and a no external power alarm were confirmed through the evaluation of the submitted log files. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas instruction for use (IFU) lists hemolysis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU provides information on anticoagulation, including recommended inr values. The hmii lvas IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii patient handbook and IFU outline all system controller alarms as well as how to respond.

Manufacturer narrative:
Approximate age of device ¿ 6 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient, with a history of hemolysis, had recently elevated lactate dehydrogenase (ldh) with baseline in the 300-500s. On (B)(6) 2019 ldh was reported to be 718. No additional cause of hemolysis was identified. The patient reports no dark urine or hematuria and no elevated flows or powers were noted upon interrogation. It is reported that the plan for the patient was to increase acetylsalicylic acid (asa) dose, decrease diuretics and encourage oral intake. It was reported that the patient was discharged (B)(6) 2019. The patient will return to clinic in two weeks for repeat labs. Log file analysis contained a brief loss of external power on (B)(6) 2019 which was quickly resolved once the power module was reconnected. The log also contained an unsustained low flow alarm on (B)(6) 2019 as well as a few clusters of pi events, both which attributed to dehydration from upper respiratory infection and fluid loss. No additional information was reported.